Manufacturer narrative:
Additional information was received that the prescribed medication was for general pain. Database analysis of the ipg was also done, and it revealed no anomalies.

Event description:
A report was received that the patient believed that the battery acid was leaking inside his body that his skin appeared bruised in the lower back, rib cage and stomach region. The patient reported that he falls frequently due to pinched nerve pain. It was noted in the emergency room that they did nothing which was device related. The patient was prescribed medication and was discharged.

Event description:
A report was received that the patient believed that the battery acid was leaking inside his body that his skin appeared bruised in the lower back, rib cage and stomach region. The patient reported that he falls frequently due to pinched nerve pain. It was noted in the emergency room that they did nothing which was device related. The patient was prescribed medication and was discharged.

Manufacturer narrative:
Additional information was received that the patient was seen by the physician for skin discoloration near, but not directly, over the ipg site. The discoloration was slightly brown in color and slightly darker than the patient's flesh color. The physician stated that it looked like a heating pad burn. However, the patient confirmed that he did not use a heating pad and stated that the discoloration happened after a non-device related fall.

Event description:
A report was received that the patient believed that the battery acid was leaking inside his body that his skin appeared bruised in the lower back, rib cage and stomach region. The patient reported that he falls frequently due to pinched nerve pain. It was noted in the emergency room that they did nothing which was device related. The patient was prescribed medication and was discharged.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4). Description: artisan surgical lead, 70cm.